Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 216 mg/dl. It was reported that the customer¿s father called emergency services due to customer going into diabetic ketoacidosis. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.